Event description:
A baxter sales representative reported scratches were observed on the cassette/spike. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Device evaluation expected, but not yet completed. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. This complaint was confirmed for damaged set (scratch on spikes). A customer complained about scratches observed on the cassette / spike. There was no patient injury / medical intervention. The scratches were caused during the assembly process. Baxter will continue to monitor similar reports to determine if further actions are required.